Event description:
Customer reported that an unknown zimmer screw fractured inside of the implant and consequently the implant and to be removed.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The implant shows large signs of wear about the threads, collar, and internal hex feature. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place e the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. The following sections were updated: date of this report, device available for evaluation change ¿no¿ to ¿yes¿, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, evaluation codes, additional narrative. The following sections were corrected: device brand name - unknown / not provided, device catalog number - unknown / not provided, therapy date.